Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that customer faced insulin flow blocked. Customer changed supplies as necessary and resumed insulin therapy. No further information available.